Event description:
It was reported that during a competitor normal device change out and upgrade procedure, the physician elected to replace this boston scientific lead due to rising thresholds and pacing impedance measurements however, no values were reported out of range at the time of the procedure. During this surgical undertaking, the physician encountered superior vena cava (svc) adhesions which ruptured during the extraction portion of the procedure. Additional surgical intervention was immediately performed due to tamponade induced blood loss. The patient passed away as a result of the procedure. The lead was extracted in fragments and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Laboratory technicians identified the lead severed into three segments. The distal shocking coil and lead tip were missing in what appeared to have been forcibly pulled apart and fractured. Both of the middle segments exhibited significant conductor and insulations explant damages. Based upon the observed calcification on the proximal shocking electrode (which would imply calcification to also have existed on the non returned, lead tip) high capture threshold and high impedance allegations were confirmed; such deposits are known to contribute to an increase in lead impedances. Testing was completed to assess the leads electrical performance. Measurements throughout these tests were within normal limits and setscrew markings were noted on the terminal pin and in the correct location. Vessel perforation and the patient death were unable to be linked to the returned product analysis.

Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a competitor normal device change out and upgrade procedure, the physician elected to replace this boston scientific lead due to rising thresholds and pacing impedance measurements however, no values were reported out of range at the time of the procedure. During this surgical undertaking, the physician encountered superior vena cava (svc) adhesions which ruptured during the extraction portion of the procedure. Additional surgical intervention was immediately performed due to tamponade induced blood loss. The patient passed away as a result of the procedure. The lead was extracted in fragments and is expected to be returned for analysis.